Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she doesn't believe the insulin pump is working properly as its not alarming. Customer stated she changed the infusion set and insulin was coming out while she was holding it. Customer wants to ensure nothing was coming out. No high blood glucose issues. Customer stated she has an infection on her leg and was getting ready to go to the hospital. Customer wanted to do a function al test and the device passed the self-test. Customer mentioned earlier today she had low blood glucose of 48 mg/dl. She ate and brought her blood glucose up to 204 mg/dl. The customer is not returning the device for analysis.